Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing because the device did not display a load set screen when the door was in the open position, which is an indication the device did not recognize an open door. Service evaluation verified the condition. The cause was identified to be the upper latch switch stuck in the depressed position. The upper auxiliary assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it failed to recognize an open door. No additional information is available.